Event description:
The loaded equipment rack on transfer cart (as an accessory of a model 7550 washer/ disinfector) fell off the cart while transferring the rack from one surface to another. Pt fell and hurt her neck and shoulders when she tried catching the rack as it shifted and fell from a cart height of approximately 32 inches. Pt was admitted to ER, treated and released. Her dr placed her on medical leave.